Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A downloaded receiver log was unable to be retrieved because the device would not turn on. The device was opened for further evaluation. An interior inspection confirmed the reported event of a frozen screen display. The root cause was determined to be a u4 component.